Manufacturer narrative:
As a result of the event, a visual and functional inspection was performed by a stryker field service technician. It was found that the inability to disengage the cot from the fastener was due to the lock bar being bent/deformed likely from pulling a release handle while weight is on the cot or an external force on the outer base tube while unloading the cot without engaging a release handle. In response to the alleged injury, a stryker quality assurance engineer attempted to gather further information regarding the injury, however, the customer did not respond to these attempts. A written letter was sent with a request to contact stryker with additional information on the alleged injury. If this should occur, this investigation may be reopened, and additional details added.

Event description:
It was reported that the manual release was not functioning on the device. It was further reported that the patient or user sustained an unspecified injury.

Event description:
It was reported that the manual release was not functioning on the device. It was further reported that the patient or user sustained an unspecified injury. Attempts are being made to gather more details from the user facility.